Event description:
The cardiologist attempted closure with a prostar xl 8fr device. While back loading the device into the artery, the barrel was over-inserted and created a tear in the arterial wall. The pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without further incident.